Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with blood glucose values and there was no alarm. Customer¿s blood glucose value was 32 mmol/l and that morning it was 12 mmol/l. Customer stated that they could always take correction with syringe, and last night after supper went up about 16 or 17 mmol/l and stayed there until 9:30 pm changed site and then it went down. Customer stated that there were air bubbles in the tubing that were causing shifts in blood glucose values and the approximate size of air bubble was about 3 cm closer to the side of the tubing. The blood glucose value went down to 14 mmol/l and stayed there did three or four corrections and went down to 9 mmol/l. Insulin pump will not be returned for analysis.